Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the equipment did not turn on during a cataract with (iol) intraocular lens implant procedure. The case was completed with another unit following a delay of 20 minutes. There was no patient harm.